Event description:
It was reported that a red call doctor alert was observed on the communicator which could not be resolved. Additionally, a manual report could not be sent. Therefore, the caller requested a new communicator be shipped to the patient. A boston scientific (bsc) technical services (ts) consultant explained that replacing the communicator may not resolve the issue, depending on the error displayed on the device. If the issue is related to connectivity, replacing the communicator will not fix it, as this is typically due to mobile reception. If the communicator is unable to connect with the patient's implant, this could be caused by radio frequency (rf) interference preventing communication with the implanted device. The communicator subsequently successfully reconnected and its status is now being monitored. If the issue occurs again, it would be best for the patient to call ts directly for real time troubleshooting and if a replacement can be arranged if needed at that time. The product remains in service and no adverse patient effects were reported.